Event description:
The customer reported that microbial cultures have been taken for the oes bronchofiberscope three times and the results were unacceptable. The customer has not provided physical copies of the results, however, it was reported that the scope tested positive for one (1) colony forming units (cfus) of staphylococcus lugdunensis and two (2) cfus of coagulase-negative staphylococci. Sampling occurred at reprocessing. The customer is sending in the device to check if there is any damage that would give rise to the growth of the bacteria. There were no reports of patient harm or patient infection associated with this event.

Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing prior to being physically evaluated. The test did not detect any organisms. During the device evaluation, the rubber on the insertion part was bitten, the connecting tube was deformed and buckling, the universal cord was scratched and the were fiber breakings on the image guide bundle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.